Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted at the arm. Distributor reported that the patient was at home when he experienced a hypoglycemic event and lost consciousness. Outside help and an ambulance staff broken into patient's home. It's not known who called the ambulance. Patient was transported to hospital. The treatment patient received at hospital is unknown. Patient alleged that because of inaccurate cgm values, patient did not receive an alarm. Distributor reports that patient's cgm blood glucose (bg) value was 82 mg/dl, and their finger stick bg value was 20 mg/dl. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.